Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2014 and again on (B)(6) 2015 the patient had experienced increased lactate dehydrogenase levels and pump power elevations. The patient was treated with bivalirudin infusions during both events. On (B)(6) 2016 the patient presented to the hospital unresponsive and was diagnosed with a subarachnoid hemorrhage with midline shift. The patient was taken off anticoagulation and was showing signs of improvement neurologically. However, the patient's pump parameters changed, potentially suggesting thrombus. Low estimated flow values and elevated pump powers were observed. The patient's end organ function was okay, there was no hematuria, and there were no congestive heart failure symptoms. The vad team is hesitant to perform a ramp echocardiogram study while the patient is off anticoagulation. As of (B)(6) 2016, the patient's health care professionals were unsure if the patient was a pump exchange candidate due to their current neurological status. The risks of a bivalirudin infusion verses pump exchange were under discussion. The patient's inr goal at the time was 1.5 - 2.0 and full medical care continued. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.